Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 32100 error was found indicating voltage fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axes controller arm (aca). Once testing was completed, the aca was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the axes controller arm (aca) in the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a repeated fault 32100 on the universal surgical manipulator 1 (usm1). The customer attempted to recover the fault but the error persisted. The technical service engineer (tse) reviewed the system logs and confirmed the reported issue, then walked the customer through a power cycle with no success. The customer opted to convert the case to laparoscopic. The tse walked the customer through a hard power cycle on the system after it was moved and the error was cleared. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to confirm that the system was not used after the troubleshooting was completed and the case was completed laparoscopically as reported. There were no additional ports placed nor increased incisions. The customer noted that there was no log of a case being completed on the event date of 07/21/2025, the system was powered on alone.